Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in an adult female patient who had essure (ess205) (batch no. 624480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and blood pressure high. Concurrent conditions included corneal transplant, high cholesterol, uterine fibroids, paratubal cyst and hyperplasia endometrial. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2011, the patient experienced back pain ("neurological conditions or problems type: back pain") and was found to have neoplasm ("tumor /teratoma/cancer type: tumor"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with cyanocobalamin (vitamin b-12), iron and surgery (hysterectomy with bilateral salpingooopherectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, urinary tract disorder and bladder disorder had resolved, the female sexual dysfunction, dyspareunia and neoplasm outcome was unknown and the back pain was resolving. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, neoplasm, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: total bilateral occlusion. Pathology test - on an unknown date: uterus, cervix, fallopian tubes and ovaries, hysterectomy and bilateral salpingooophorectomy: cervix with microglandular hyperplasia. Disordered proliferative endometrium. Myometrium with benign leiomyomata. Uterine serosa with no significant pathologic change. Right fallopian tube with benign paratubal cyst. Left fallopian tube with no significant pathologic change. Grossly intact bilateral essure coils. Right and left ovaries with surface epithelial inclusion cysts and benign physiologic cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in an adult female patient who had essure (ess205) (batch no. 624480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and blood pressure high. Concurrent conditions included corneal transplant, high cholesterol, uterine fibroids, paratubal cyst and hyperplasia endometrial. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder or urinary problems or changes/urinary problems") and bladder disorder ("bladder or urinary problems or changes/bladder problems"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2011, the patient experienced back pain ("neurological conditions or problems type: back pain") and was found to have neoplasm ("tumor /teratoma/cancer type: tumor"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and nervous system disorder ("neuro condit/problem"). The patient was treated with cyanocobalamin (vitamin b-12), iron and surgery (hysterectomy with bilateral salpingooopherectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, urinary tract disorder and bladder disorder had resolved, the female sexual dysfunction, dyspareunia, neoplasm and nervous system disorder outcome was unknown and the back pain was resolving. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, neoplasm, nervous system disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: total bilateral occlusion. Pathology test - on an unknown date: uterus, cervix, fallopian tubes and ovaries, hysterectomy and bilateral salpingooophorectomy: cervix with microglandular hyperplasia. Disordered proliferative endometrium. Myometrium with benign leiomyomata. Uterine serosa with no significant pathologic change. Right fallopian tube with benign paratubal cyst. Left fallopian tube with no significant pathologic change. Grossly intact bilateral essure coils. Right and left ovaries with surface epithelial inclusion cysts and benign physiologic cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event was added- neuro condition/problem. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in a female patient who had essure (ess205) (batch no. 624480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and blood pressure high. Concurrent conditions included corneal transplant, high cholesterol, uterine fibroids, paratubal cyst and hyperplasia endometrial. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2011, the patient experienced back pain ("neurological conditions or problems type: back pain") and was found to have neoplasm ("tumor /teratoma/cancer type: tumor"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("cramping"). The patient was treated with cyanocobalamin (vitamin b-12), iron and surgery (hysterectomy with bilateral salpingooophorectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, urinary tract disorder, bladder disorder and abdominal pain lower had resolved, the female sexual dysfunction, dysmenorrhoea, dyspareunia and neoplasm outcome was unknown and the back pain was resolving. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, neoplasm, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2005: total bilateral occlusion. Pathology test on an unknown date: uterus, cervix, fallopian tubes and ovaries, hysterectomy and bilateral salpingooophorectomy: cervix with microglandular hyperplasia. Disordered proliferative endometrium. Myometrium with benign leiomyomata. Uterine serosa with no significant pathologic change. Right fallopian tube with benign paratubal cyst. Left fallopian tube with no significant pathologic change. Grossly intact bilateral essure coils. Right and left ovaries with surface epithelial inclusion cysts and benign physiologic cysts. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs & mr received: case became valid and incident. Lot number and event onset date were added. Injury nos was replaced with new events pelvic pain, back pain, menorrhagia, vaginal bleeding, apareunia, bladder or urinary problems or changes, dysmenorrhea, dyspareunia, tumor, fatigue. Reporters, patients dob, demographics, medical history, concomitant condition and treatment drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.